Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer was in emergency room on (B)(6) 2019 at 2:30 am due to high blood glucose level with blood glucose of 500 mg/dl. The customer's high blood glucose treated with insulin drip. It was also reported customer did not have hearing aids and failed to respond to alarm and blood glucose level went up and it was not insulin pump it was customer error. The customer was not able bring blood glucose level down which lead to hospitalization.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospital to treat high blood glucose level. Customer¿s blood glucose level was 552 mg/dl, at the time of incidence. Customer's other blood glucose level was 323 mg/dl. Customer reported that they had symptoms of vomiting and chest pain. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.